Manufacturer narrative:
11 pen needles affected by event.

Event description:
Pharmacist reported on behalf of her patient - patient found 11 pen needles that would not complete flow check. Clogged during prime. Pharmacist took box and samples from her patients return. I've asked the pharmacist to review non patient end placement to pen. The 11 samples have a bent non patient end needles. Dc lot # 3164334 catalog# 320550 date of event unknown sample status awaiting sample.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. See medwatch completed section c form attached. Corrections made to sections d3 (country type & country) and h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.